Event description:
A caller reported a continuous glucose monitor (cgm) error, specifically error 42, related to their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after completing the reset, the cgm error did not reappear, allowing the caller to successfully start their sensor session.